Manufacturer narrative:
The evaluation and repair information of the device is not available at this time. (B)(4).

Event description:
It was reported by a customer that, during patient use, the 840 ventilator graphic user interface (gui) exhibited lines across the display. The patient was removed from the device, manually ventilated via an ambu bag, and transferred to another ventilator. There was no reported patient injury.